Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Sales rep reported that the patient underwent poly exchange on the right knee for arthrofibrosis. Post debridement nothing was loose or broken. No other information will be coming due to hospital policy.